Manufacturer narrative:
It was reported that the device no longer produces mist. Due to this, daily medication has not been able to be received. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device stopped misting.